Event description:
It was reported that an ilet user experienced wide blood glucose fluctuations, with a low of 59 mg/dl and a high of 401 mg/dl, paused the ilet for much of the day due to fear of hypoglycemia, did not make meal announcements, and was managing a tooth infection; the issue was categorized as a use-of-device problem associated with an unspecified device component, and the user treated hypoglycemia with oral glucose. Symptoms included hypoglycemia, hyperglycemia, headache, nausea, and vomiting. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and that the situation involved use-of-device factors with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user actions, including pausing dosing and not performing meal announcements.